Event description:
The customer had reported false positive reactions caused by what he thought was a carry over. The customer assumed that a sample with a strong anti-k (sample # 1) had caused carry over during antibody screening and thus resulted in a positive test result for sample #2. The correct function of the allegedly defective reagents were proved by testing our quality control laboratory's retained samples on tango. All positive and negative reactions were correct. We did not observe any false positive reactions. A review of the batch record documentation showed no irregularities, which might have affected negatively the quality of the complained lot. The customer's sample that had caused the false positive reaction and the second sample were re-tested. In accordance to the results obtained at the customer's site the complaint sample #1 reacted 4-fold positive with a kell pos. Cell of biotestcell 3. The reaction of the original second sample #2 yielded a positive (1+) result as well, only that this sample did not immediately follow the complaint sample but was separated by three known neg. Donor samples in our setup indicating the presence of some kind of antibody, while excluding the suspected carry over event. A redraw sample of the second patient #2 reacted entirely negative confirming the findings at the customer site. There is no indicating for a contribution of the instrument in question to the reported problem.

Manufacturer narrative:
This is our combined initial and final report on this incident